Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the laser body was cracked about six to seven inches from the fiber tip. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury not adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
H6: problem code 1069 captures the reportable event of- fiber broke. H10: investigation result the fiber was returned in the hoop. The fiber was returned broken in two pieces, confirming the complaint. The first piece measured approximately 84.9 cm from the connector to the break. The second piece measured approximately 231.2 cm from the break and includes the distal tip. The condition of the returned device confirms that the fiber is broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 12:44 pm CT.the report number is being corrected from: 3005099803-2018-62003 to: 3005099803-2018-60912.

Event description:
It was reported to boston scientific corporation on september 19, 2018 that a flexiva 200 laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the laser body was cracked about six to seven inches from the fiber tip. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury not adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.